Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer gave themselves to much insulin. Customer frank orange juice to address bg. The customer reverted to manual injections for insulin therapy.